Event description:
It was reported that shavings were observed underneath the cap on the pointed end of the decanter. It was noted that three decanters had this issue. No patient complications have been reported as a result of this event.